Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an estimated device battery longevity was 3.5 years in february. On 1 sep 2022 a remote transmission, the battery longevity was estimated at 8 months. No further information was available.